Manufacturer narrative:
If further information is received, a supplemental report will be filed.

Event description:
It was reported by a health care provide that a patient with an intera 3000 hepatic artery infusion pump was noted to have flow rate of 0.32 ml. Day on (B)(6) 2023 after receiving fudr. Glycerin was put in pump as preparation for pump study/surgery to determine plan for pump. A pump study was conducted on (B)(6) 2023 and showed likely catheter occlusion; the healthcare provider stated he had significant resistance and trouble flushing. The patient underwent for surgery on (B)(6) 2023 with for revision and tumor resection. Per op report and healthcare provider's account, the "hai pump was flushed with special bolus needle and flushed easily with heparinized saline". He had an extended hospital stay with readmission and back to the or for "something else." The patient had his pump filled with heparinized saline/dexamethasone on (B)(6) 2023 and flow rate was reported as 0.14 ml/day.